Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 220 units of insulin. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. Blood glucose level was 204 mg/dl.